Manufacturer narrative:
Results: the cat6 was ovalized approximately 130.0 and 134.0 cm from the hub. The cat6 was bent and ovalized along the rest of is length. Conclusions: evaluation of the returned cat6 revealed ovalizations on its distal end. These damages may have been due to forcefully gripping or pinching when advancing the device into a non-penumbra sheath. If the included peel-able sheath is not used, damage such as this may occur. During functional testing, the cat6 was able to aspirate water. It is likely this aspiration was not sufficient due to the catheter damage. Further evaluation revealed multiple other ovalizations along the length of the catheter. These damages were likely incidental and may have occurred during packaging for return to penumbra. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a left arm arteriovenous fistula using an indigo system aspiration catheter 6 (cat6). During the procedure, a cat6 kinked and collapsed after going over the guidewire and through a non-penumbra sheath. The cat6 was unable to be used because it wasn¿t able to aspirate through the kinked portion; therefore; it was removed. The clot was aspirated using an indigo system aspiration catheter 8 (cat8). However, the fistula continued to clot off after aspiration and balloon maceration. The fistula clot formation was inferred to be related to the patient's condition and the procedure was aborted. There was no report of an adverse effect to the patient.